Manufacturer narrative:
Investigation results: a visual evaluation of the returned device found the catheter was bent in the distal section and near to the handle. Functional testing was performed, and the device passed the retroflex test, it extends and retracts within specification; however the loop extended with the loop bent. Electrical resistance testing was performed and resistance measured at 10.4 ohms, within manufacturing specifications. The complaint was confirmed, although the device passed the electrical test within specifications, the device had the loop bent and the catheter was bent in the distal section and near to the handle. The failures found were most likely due to tortuous anatomical and/or other operational factors encountered during the procedure; therefore, the most probable root cause classification for this event is operational context. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a captivator extra large round snare was used in the cecum during a polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, it was noted that the snare and wire had become twisted and kinked. The physician attempted to cut the polyp but the cautery appeared reduced and the snare failed to cut the polyp. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). Reported event of loop failed to cut. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator extra large round snare was used in the cecum during a polypectomy procedure performed on (B)(6) 2016. According to the complainant, during the procedure, it was noted that the snare and wire had become twisted and kinked. The physician attempted to cut the polyp but the cautery appeared reduced and the snare failed to cut the polyp. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.